Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported from implant patient registry (ipr), at implant with a 29mm sapien 3 valve in the aortic position, a second valve (29mm s3) was implanted.  The reason for the valve in valve is unknown at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the medical records, the patient had been diagnosed with mssa enterococcus faecalis bacteremia with native aortic valve endocarditis, resulting in severe aortic insufficiency.  Approximately two months later the patient was transferred to the implant facility for consideration for urgent tavr evaluation for severe aortic insufficiency. The patient arrived in cardiogenic shock requiring support with pressors. Since had already completed a 6-week course of antibiotics and the blood cultures were cleared, it was decided to proceed with a palliative urgent salvage tavr procedure for severe aortic insufficiency because the patient was too unstable for savr.   The patient underwent tavr procedure via right tf approach. Aortic root angiogram revealed native valve leaflets modestly calcified and thickened, the aortic root was mildly calcified. A 29mm sapien 3 valve with +4cc added to the nominal volume. Post deployment the valve placement appeared to be a low implant resulting in moderate paravalvular leak (pvl).  A second 29mm s3 valve was implanted with 5+cc. The 2nd valve was deployed slightly higher that the first valve with resolution of the paravalvular leak by tee and aortic root angiogram. The procedure was well tolerated. No procedural complications or device malfunctions were reported. Post procedure, the patient¿s condition slowly recovered. On post-operative day 11, the patient was discharged to home in stable condition.   It is to be noted that the sapien 3 valve was implanted for severe aortic insufficiency. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to severe native calcific aortic stenosis or failure of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy.   Valve malposition requiring intervention and paravalvular leak are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment.   In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate that the cause of the too ventricular positioning of the valve with subsequent pvl was likely due to patient factors (native aortic valve with modestly calcified leaflets, minimal aortic root calcification and severe aortic insufficiency).   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.